Manufacturer narrative:
Evaluation confirmed that the jaw broke off the distal end of the instrument. The instrument has a date code of ux (07/12) and it has been in use for approximately 5 years. Damage is consistent with wear of long use/stress overload.

Event description:
Allegedly, during a laparoscopic procedure, the doctor noted that a jaw broke off the instrument and fell into the patient's abdomen. The doctor used another bowel grasper from another set and one of the jaws broke off also (MDR-17-62 filed). The broken piece was immediately removed and the procedure was completed with no delay. The hospital reported there was no injury to the patient.